Event description:
A system error 2240 message appeared on the display of the home pt's homechoice machine during their automated peritoneal dialysis therapy. Per initial report, the home pt disconnected the heater bag and replaced it with an empty bag. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was associated with this incident per the pt's nurse.